Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. An addition was made to h.6: component code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for leaflet thickened/halt and stenosis were confirmed based on the provided medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 2 years post transfemoral tavr procedure, with a 23 mm sapien 3 ultra valve, the valve is failing due to stenosis with an increase cath mean gradient measuring 53. Hypoattenuated leaflet thickening (halt) alt that could not be resolved with eliquis is also present. A valve-in-valve was performed.'' Halt may be caused by several patient-related factors including early valve deterioration (svd) (e.g., stenosis), non-structural dysfunction (e.g., pannus), or thrombosis (formation of blood clots on the valve). In this case, patient had history of hyperlipidemia, which is a well-known factor that increases the risk of valve calcification leading to leaflet thickening. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Per the IFU, valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in stenosis. As such, available information suggests that patient factors (leaflet thickened) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 2 years post transfemoral tavr procedure, with a 23 mm sapien 3 ultra valve, the valve is failing due to stenosis with an increase cath mean gradient measuring 53. Halt that could not be resolved with eliquis is also present. A valve-in-valve was performed.